Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing. Unable to verify pump error 25 alarm due to critical pump error alarm. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and also had crack at battery compartment. Display did not return after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated they were unable to clear the alarm and clock was not visible on screen. Customer stated insulin pump had critical pump error and they went into water. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.